Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a piranha forceps was used in the ureter during a ureteral biopsy performed on (B)(6) 2021. During the procedure, the jaws failed to open after the third biopsy. There were no more biopsy forceps available; therefore, the procedure was aborted. The patient was rescheduled for another procedure a week after the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reportedly fine.